Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation procedure. It was mentioned that transseptal puncture was completed with faradrive sheath and versacross connect dilator. The valve was intact when the dilator was removed. Later, when the non-bsc mapping catheter was inserted, hemostasis valve of the faradrive sheath was noted with blood leak around the mapping catheter. It was also mentioned that the physician and the scrub tech were reminded to introduce the dilator and the catheter coaxially. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation procedure. It was mentioned that transseptal puncture was completed with faradrive sheath and versacross connect dilator. The valve was intact when the dilator was removed. Later, when the abt hd grid (mapping catheter) was inserted, hemostasis valve of the faradrive sheath was noted with blood leak around the abt hd grid catheter. It was also mentioned that the physician and the scrub tech were reminded to introduce the dilator and the catheter coaxially. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
The selected faradrive sheath was returned with a versacross dilator still inserted, requiring the removal of the dilator to proceed with device analysis. An evaluation of the sheath's functional capability was conducted by injecting deionized water to expel air from the sheath. However, the test was unsuccessful, as leakage was observed at the proximal end of the device during preparation. Inspection of the hemostatic valves found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. The valves were also noted to be deformed due to the prolonged insertion of the dilator, as the sheath was returned with its dilator still inserted.